Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse event occurred while wearing the freestyle libre 2 sensor. The customer reported that his blood glucose dropped, resulting in a loss of consciousness, but was unsure if this was related to a sensor issue. The customer did not provide any further details upon attempt to follow up with him. Therefore, it cannot be determined whether or not this adverse event was due to a sensor issue. The customer reported being able to self-treat with food after regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse event occurred while wearing the freestyle libre 2 sensor. The customer reported that his blood glucose dropped, resulting in a loss of consciousness, but was unsure if this was related to a sensor issue. The customer did not provide any further details upon attempt to follow up with him. Therefore, it cannot be determined whether or not this adverse event was due to a sensor issue. The customer reported being able to self-treat with food after regaining consciousness. There was no report of death or permanent injury associated with this event.